Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to over 13.9 mmol/l (250 mg/dl) while wearing the pod between 49 and 71 hours despite delivery of bolus insulin. The patient reported a noticeable smell of insulin and indicated that, upon removal from the infusion site (arm), insulin had leaked and pooled under the adhesive. The patient further reported that the cannula did not function properly or had dislodged, resulting in a failure to deliver insulin. No medical attention was required. As treatment, a new pod was applied.